Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose at the time of the incident was 424 mg/dl and the current was 424 mg/dl. The customer stated that insulin pump had hardware low level failure alarm. The self test was performed and it did not pass. The customer was successfully clear the alarm and complete the rewind. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Hardware low level failures confirmed in pump history with variable due to broken trace at u1 keypad assembly . Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. (B)(4).